Event description:
Reportedly, the patient had genuine vt event with 6 shocks at 0 joules that self-terminated. Then vf episodes were recorded with the delivery of shocks at 0 joules. The patient reportedly collapsed and a friend gave cardiopulmonary resuscitation. Then the vf deteriorated to asystole with backup pacing in vvi 30. Cardiopulmonary resuscitation was given again and the patient was resuscitated. The subject ICD was explanted and will be returned for analysis. Preliminary analysis results showed that a lead issue is the most probable hypothesis to explain the reported behavior.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, the patient had genuine vt event with 6 shocks at 0 joules that self-terminated. Then vf episodes were recorded with the delivery of shocks at 0 joules. The patient reportedly collapsed and a friend gave cardiopulmonary resuscitation. Then the vf deteriorated to asystole with backup pacing in vvi 30. Cardiopulmonary resuscitation was given again and the patient was resuscitated. The subject ICD was explanted and will be returned for analysis. Preliminary analysis results showed that a lead issue is the most probable hypothesis to explain the reported behavior.

Event description:
Reportedly, the patient had genuine vt event with 6 shocks at 0 joules that self-terminated. Then vf episodes were recorded with the delivery of shocks at 0 joules. The patient reportedly collapsed and a friend gave cardiopulmonary resuscitation. Then the vf deteriorated to asysole with backup pacing in vvi 30. Cardiopulmonary resuscitation was given again and the patient was resuscitated. The subject ICD was explanted and will be returned for analysis. Preliminary analysis results showed that a lead issue is the most probable hypothesis to explain the reported behavior.